Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-05934. Related manufacturer reference number: 1627487-2019-05937. Related manufacturer reference number: 1627487-2019-05938. Related manufacturer reference number: 1627487-2019-05939. Related manufacturer reference number: 1627487-2019-05941. Related manufacturer reference number: 1627487-2019-05945. It was reported that the patient's infection has cleared.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05934. Related manufacturer reference number: 1627487-2019-05937. Related manufacturer reference number: 1627487-2019-05938. Related manufacturer reference number: 1627487-2019-05939. Related manufacturer reference number: 1627487-2019-05941. Related manufacturer reference number: 1627487-2019-05945. It was reported that the patient had two small openings and drainage at the midline and ipg incisions. As a result, the patient's system was explanted on (B)(6) 2019. The patient is currently healing from the procedure.